Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report that low blood glucose resulted a call to the paramedics. Customer stated that she has to tap the insulin pump for it to work. The customer stated that she treated with too much insulin and went low. The blood glucose reading at time of event was 90 mg/dl. Customer's current blood glucose reading is 225 mg/dl. Nothing further reported.